Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found no defects in the equipment. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the dyonics 25 control unit was unregulated, it was infiltrating more serum than was apparently shown on the control unit. Surgery was completed with the same faulty device. There was no surgical delay, and no further complications were reported.